Event description:
This is a follow up report.

Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak that covered the entire tabletop at the front center location inside the coulter lh 750 hematology analyzer. The volume was not given and the leak was not contained. The operator was wearing personal proper equipment (ppe), consisting of a lab coat and gloves. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There was no death, injury or affect to patient treatment. There is an exposure control plan at the facility. No erroneous results were generated or reported during this time.

Manufacturer narrative:
The device manufacturer date was not included in the original report. Device manufacturer date - 11/01/2006.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012, and found the tubing leaking at the pv46b. The tubing at pv46 may contain diluent while in operation and cleaner while in shutdown. The fse replaced the tubing at pv46b to resolve the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).